Event description:
During a ptca treatment procedure, the choice int guidewire fractured. The lesion being treated contained a 'very hard thrombus'. 'The physician pushed and torqued on the wire', but was not able to pass through the lesion. When the physician attempted to remove this wire, 'he felt hard friction, and it could not (be) moved'. When the physician tried to remove this wire again, 3 cm of the distal tip of the wire fractured, and remained in the pt's body. The pt remained stable during this event, so the physician plans to take out the separated wire when performing a CABG procedure for the pt. An update on the pt's current status has been requested.